Event description:
It was reported that this left ventricular (lv) lead exhibited high impedances measurements within normal limits (wnl). The health care professional (hcp) called technical services (ts) and requested further review of the stored daily threshold and impedance measurements trends. Upon review, ts confirmed that the lv lead appeared to have gradually be increasing from 500 ohms to about 1200 ohms in about eight months. Ts discussed review with the hcp. At this time, the lv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, this lv lead pacing impedances was observed to have gradually risen till the impedances were measured to be greater than 2000 ohms which is considered to be high out of range. At this time, the lv lead remains in service. No additional adverse patient effects were reported.